Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6). (B)(6). (B)(6). (B)(6). The investigation associated with related event tw (B)(4) has been approved and is complete. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process, sop-000741. Returned sample evaluation: photo related to the reported problem is available for evaluation. Investigation summary: type- 2, wnd-pmc9.9 foreign matter (e.g. Hairs, insects) within primary pack (sterile products). On 22/mar/2021 a query was run by complaint investigator (B)(6) from 01/jan/2019 up to 22/mar/2021 in trackwise 8.7 system, associated to malfunction wnd-pmc9.9 foreign matter (e.g. Hairs, insects) within primary pack (sterile products) and three (3) complaint was identified . The end user report there is foreign matter in the primary pouch. It looks like a piece of vinyl. See below photo related to the reported problem: supporting information attached (type yes or no): yes; attachment number: 1; attachment name: complaint list. What is the extend of the nc? This document has been created to perform the preliminary investigation for complaints, lot number, icc and sap material for affected lot number listed in attachment#1 with malfunction type- 2, wnd-pmc9.9 foreign matter (e.g. Hairs, insects) within primary pack (sterile products), with severity rating 4. Is supporting information attached (type yes or no): yes. The scope of this nonconformance report is to cover the all products from doyen b manufacturing line. The following figure#1 shows complaints reported related to malfunction code wnd-pmc9.9 from 01/jan/2019 up to 22/mar/2021. Batch records review: batch records review was performed by complaint investigator (B)(6) for the affected lots listed in attachment#1. A total of three (3) lots number were verified to confirm if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented the batch record review supports that there were no discrepancies related to the issue reported. Process description: per pi31-145 (empaque automático chevron sleeve doyen b., version: 7.0). The dressings are indexed to the sealing station where heat and pressure are applied to seal the backing paper. The dressings are cut into individual units. Units are manually inspected, counted, and stacked on a conveyor to take them to the packing area. The manufacturing line is inspected for contamination risks from the product. History data review: query was run in trackwise system by complaint investigator (B)(6) since 01/jan/2019 up to 22/mar/2021, to determine a trend of failure mode w type- 2, wnd-pmc9.9 foreign matter (e.g. Hairs, insects) within primary pack (sterile products)), one (3) complaint were identified and will be cover in this investigation. Non-nonconformance report was identified in two (2) years period. No scar have been generated to supplier regarding to the reported problem. Risk analysis: the actual severity of the complaints reported is 4. No harm reported. The complaint as described has been reviewed and does not represent a threat to public safety and therefore does not warrant a 5-day or 30-day report to the FDA per 21 cfr part 803. In addition, there is no violation to any regulatory requirement, therefore, there is no risk to continued business and regulatory compliance. Conclusion: based on the results of the preliminary investigation, no harm was reported from any of the complainant, photo is available for evaluation, no samples are available for testing. As photo evaluation, this complaint reported have been confirmed. Nevertheless, the reported particle corresponds to a piece of paper used during the dress manufacturing process, this is a part detached from the paper heat seal sap number used during the dressing cutting process. Trackwise record tw#1435453 has been identified related to the reported problem. No additional action is required, due to, no trend have been identified according to the preliminary investigation. Batch record review do not show nonconformance related to the manufacturing and packaging process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "some kind of piece (about 4 centimeters) is crimped into the primary pouch". The product was not used. A photograph depicting the reported complaint issue has been provided by the complainant.